Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
It was reported that for an all-in-one empty container with connector an unknown amount of particles was found. The event occurred before use. There was no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Visual inspection of an unused sample was performed and particulate matter was not found in the fluid pathway. This complaint was not confirmed for the reported condition and the cause was undetermined.